Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included checked all video communications, wired system for sound. Recommended replacing cd drive. Checked and tested system to factory specifications.